Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 4/11/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the abdomen. The cgm was reading 70 mg/dl and then the patient fainted, due to the fainting the patient also experienced bloody knees, wrist and bruises. The patient reported that she did not experienced any symptoms prior to losing consciousness as she normally has no symptoms with high or low blood glucose. The patient was unconscious for about 2 and half hours, when she woke up the receiver was alerting for low values, the patient was unable to get right away after waking up as she had no strength. The patient self-treated with a m and ms and drank cola. About 3 hours after the incident the bg reading was 32 mg/dl but there were no cgm values reported. At the time of the report the patient was feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the cgm was reading 70 mg/dl and then the patient fainted, due to the fainting the patient also experienced bloody knees, wrist and bruises. The patient reported that she did not experienced any symptoms prior to losing consciousness as she normally has no symptoms with high or low blood glucose. The patient was unconscious for about two and half hours, when she woke up the receiver was alerting for low values. The patient self-treated with a snack. About three hours after the incident the bg reading was 32 mg/dl but there were no cgm values reported. At the time of the report the patient was feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.